Manufacturer narrative:
Investigation conclusion: the customer complaint of pcu devices not turning on was replicated on two of the five returned devices. The customer complaint that pcus would alarm upon start up was not determined. One of the five returned pcu device contained error codes that were not replicated during testing. Device inspection: the pcu device (B)(4) was received with instrument seal intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed with a worn connector body. Internal inspection observed no anomalies with any of the electrical components and the inside of the device was observed free of fluid ingress. Root cause analysis: the probable root cause of the customers report that pcus would not turn on was attributed to fluid ingress in the pcu keypad circuit assembly on 4 of the 5 returned devices. Fluid ingress can result in ¿short circuit¿ condition in which the circuit is constantly connected through an unintended path. Device history review: a review of the device history record showed the device had a manufacture date of 01/18/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in was performed for the s/n (B)(4) which confirmed similar complaints with the same or related failure mode for this customer. Device received and evaluated.

Event description:
It was reported that pcus were "not turning on or alarming upon startup" which the customer alleged "may be caused by the faceplate or software or reasons that are unknown at this time." There was no patient impact.